Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a sore, bumpy, and itchy skin irritation under the hydrogels. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the ucor ams device. The patient reported that the skin irritation improved upon removing the patch.